Manufacturer narrative:
Batch review performed on 20 november 2023: lot 2009172: (B)(4) items manufactured and released on 27-nov-2020. Expiration date: 2025-oct-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
About 2 years and 7 months after the primary surgery, the patient came in reporting an inability to achieve full extension. The surgeon's plan was to do a full revision, but when he opened up the patient, he saw that the femur came right out and that the tibia was well fixed. He had already started prepping the patient for a size 5 because the revision sizes do not have a "5+". He then said he wasn't going to do the full revision and just revise the patient with a new femur and insert. Since he already prepped for the size 5 femur he put in a size 5 femur. The insert was revised per standard procedure. Surgery completed successfully.